Manufacturer narrative:
Summarized patient outcomes/complications of large field-of-view intravascular ultrasound for mitral and tricuspid valve-in-valve guidance: a pilot study were reported in a research article in a subject population with multiple co-morbidities including permanent pacemaker, atrial fibrillation, myocardial infarction, percutaneous coronary intervention, coronary bypass graft, stroke, transient ischemic attack, diabetes mellitus, hypertension, dyslipidemia, chronic renal disease, and chronic obstructive lung disease. Some of the complications reported were surgical intervention (valve-in-valve), hospitalization, mitral regurgitation, mitral stenosis these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: large field-of-view intravascular ultrasound for mitral and tricuspid valve-in-valve guidance: a pilot study.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: large field-of-view intravascular ultrasound for mitral and tricuspid valve-in-valve guidance: a pilot study. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "large field-of-view intravascular ultrasound for mitral and tricuspid valve-in-valve guidance: a pilot study", was reviewed. The article presented a prospective, single center study that compared transcatheter heart valve (thv) expansion measured using large-field-of-view intravascular ultrasound (ivus) vs. Multi-slice computed tomography (msct) and assessed the correlation between thv dimensions and transvalvular gradients. Devices included carpentier-edwards stented bovine valve, carpentier-edwards perimount plus, carpentier-edwards perimount, magna ease, medtronic mosaic, medtronic hancock ii, st jude medical biocor, abbott epic, and sapien 3. The article concluded that this pilot study is the first to report the feasibility of a large field-of-view ivus for periprocedural measurement of actual thv expansion when deployed valve-in-valve. Minimal inner thv stent frame dimensions correlate with increased postprocedural transvalvular gradients. [Lukasz kalinczuk, national institute of cardiology, ul. Alpejska 42, 04¿628, warsaw, poland, with corresponding email: lukasz.kalinczuk@gmail.com] the time frame of the study was from april 2015 to july 2022. A total of 14 patients were included in the study, of which 3 received an abbott device. The average age was 62 years and the majority gender was female. Comorbidities included permanent pacemaker, atrial fibrillation, myocardial infarction, percutaneous coronary intervention, coronary bypass graft, stroke, transient ischemic attack, diabetes mellitus, hypertension, dyslipidemia, chronic renal disease, and chronic obstructive lung disease.